Event description:
The evita 4 was not connected to the mains supply erroneously and ventilated the patient thanks to the trolley integrated batteries for about 6 hours. When all batteries were empty, the device stopped ventilation. The patient died.